Event description:
On (B)(6) 2018, an 8 mm amplatzer vascular plug ii (lot number: 6279092) were selected for implant, but was not released because it did not fit the defect appropriately. The avp2 was exchanged for a 6 mm amplatzer duct occluder (lot number: 950615). The ado was released with good placement, however, the aortic skirt protruded up into the aortic arch and the device seemed unstable. The user was concerned with device instability, and the device was surgically retrieved.

Manufacturer narrative:
An event that the "retention skirt on the aortic side protruded up into the aortic arch and the device seemed unstable" was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, an 8mm amplatzer vascular plug ii (avp2) (lot number: 6279092) was selected for implant, but was not released because it did not fit the defect appropriately. The avp2 was exchanged for a 10-8mm amplatzer duct occluder (ado) (lot number: 950615). The ado was released with good placement, however, the aortic skirt protruded up into the aortic arch and the device seemed unstable and at risk for embolization. The user was concerned with device instability, and the device was surgically retrieved.